Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-08468. It was reported that an asymptomatic patient presented remotely via merlin.net with low out of range atrial lead impedance and high out of range right ventricular lead impedance. Right ventricular lead also exhibited under-sensing. Patient then presented to the hospital where an x-ray revealed that both leads had dislodged. Patient admitted to twiddling their device. Leads were explanted and replaced on (B)(6) 2020 due to deformation damage. Patient condition after the procedure was stable.